Event description:
Information was provided that the physician encountered resistance during the attempt to remove the introducer from the pt. At this time, the introducer broke and a portion of the introducer remained in the pt, requiring emergency surgery to remove the fragmented portion from the pt's body.

Manufacturer narrative:
A visual examination of other returned product noted that approx 26cm of the distal portion of the sheath had completely separated and exhibited numerous kinks in the portion 11cm - 15cm from the distal tip. It was also noted that the remaining proximal portion revealed sheath and coil elongation. Per specification, this product is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections, prior to transport. In addition, an IFU (instruction for use) is provided that cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are aware of the potential for occurrence and have notified the appropriate personnel and have initiated a corrective/preventative action in an effort to reduce the likelihood of future complaints of this nature.